Event description:
Placed (B)(6) 2019 lvad-hmiii (left ventricular assist device) hm3 lvad ((B)(6) 2020) complicated by outflow graft narrowing ((B)(6) 2022) s/p repair ((B)(6) 2022) there was yellow golden material that was expressed, consistent with deposition from the plasma from the outflow graft over the years. Flows returned to normal immediately. The outflow graft was opened over 5 or 6 cm and left in place and all of the proteinaceous material was evacuated. There were no signs of infection.